Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Inspected the exterior of the sample and did not find any evidence of a failure that would support the reported event. Also inspected other area, found no abnormalities on returned sample. The product had no caused the reported failure. No root cause could be found because the reported event was unconfirmed. A potential root cause for this failure mode could be due catheter shaft gauge is out of specification - outside diameter too large - patient impact,potential for injury to the urethra . The device history record review was not required as the reported event was unconfirmed. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use ¿ used for failure to infuse (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ¿ used for device breakage patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: general used if there is no specific defect (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter [directions for use] 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon inflated, but the patient had bleeding on the day of use. The urethral injury of a patient was found by cystoscopy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon inflated, but the patient had bleeding on the day of use. The urethral injury was found by cytoscopy.